Manufacturer narrative:
The device has not been received for evaluation. Upon receipt a supplemental report will be filed.

Event description:
Per the information provided, during the procedure the needle detached from the microtip and became lodged in the patient. The doctor was able to retrieve the needle without incident as part of the needle was sticking out above the surface of the skin. It was removed by hand. The cutting time prior to needle breakage was 10:50. Another microtip was used to complete the procedure. There was no harm, injury, or complications to the patient caused by the failure.

Manufacturer narrative:
The user returned the needle for evaluation; however the microtip assembly has been disposed of my the facility staff. Functional testing could not be performed. The needle was measured and it was determined that, based on the length, the break had occurred at braze joint. This is consistent with other reported failures with the same failure mode. Based on the determination of the break location and based on similar failures the following applies: the hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, during the procedure the needle detached from the microtip and became lodged in the patient. The doctor was able to retrieve the needle without incident as part of the needle was sticking out above the surface of the skin. It was removed by hand. The cutting time prior to needle breakage was 10:50. Another microtip was used to complete the procedure. There was no harm, injury, or complications to the patient caused by the failure.